Event description:
On (B)(6) 2020, additional information was received from the healthcare professional (hcp). Clarification of the event was requested. The hcp sated, "patient presented to ER in acute baclofen withdrawal. Patient stabilized and sent to seattle children's no physician in spokane to address pump in children. It was either pump or catheter, I suspect catheter." The cause of the patient's symptoms was not determined. The actions / interventions taken were "patient had IV started. Spasms controlled with IV ativan and versed. The patient's symptoms resolved with above medication.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019: product type catheter h6; patient codes have been updated to include c50656. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown dose/concentration of baclofen via intrathecal infusion pump for intractable spasticity. The hcp called to request a rep to assist with determining pump status as they suspected a ¿pump malfunction¿. It was reported that the patient was experiencing withdrawal symptoms of ¿itching, agitation, and tremors¿. It was reported that there were no pump alarms heard. It was stated that the patient¿s rehab doctor was contacted last night about the issue. Troubleshooting couldn¿t be performed as the hcp didn¿t have adequate knowledge of the case.